Event description:
Boston scientific received information that this patient's right ventricular (rv) lead was exhibiting high (out of range) pacing and shocking impedance measurements. A revision procedure was performed to check this system, when the pocket was opened, the physician noted the patient was developing an infection. Therefore, the entire system was explantd and the patient is being treated with antibiotics. A new system will be implanted when the infection is gone.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additonal information is received.